Event description:
A medtronic representative reported that, while in a cranial procedure, a surgeon alleged an inaccuracy of approximately 5-6mm. The surgeon used an axiem procedure and tracer registration to remove a small tumor located on the patient's forehead. The first part of the procedure involved removal of a bigger tumor in which accuracy was good. When proceeding to the second tumor, the patient was not re-registered; it was at this time, the inaccuracy was noted. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
09/11/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 09/16/2014 a medtronic representative, following-up, noted the alleged inaccuracy was likely caused by the non-invasive patient reference frame moving on the patient forehead while drilling. No further issues have been reported. No parts have been returned to manufacturer for analysis.